Event description:
It was reported that a syncopal patient was seen in the emergency room about a year ago, and the ventricular lead exhibited high threshold. The device was reprogrammed. The patient recently returned to the emergency room with symptoms of syncope. The ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.